Event description:
On (B)(6) 2020, representative and doctor saw a patient in the office for an issue with the charging device not being able to connect to the ipg (neurostimulator). An attempt was made to charge and communicate with the ipg, but it was unsuccessful. Upon palpation of the ipg location by the doctor, only one corner of the ipg could be felt. The doctor has ordered for x-rays to be done. To date, no x-ray appointment has been scheduled by the patient.